Manufacturer narrative:
(B)(4) failure to cut. (B)(4) current failure. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii round snare was used during a polypectomy procedure. According to the complainant, the snare loop failed to cut and was unable to deliver current. There were no patient complications reported as a result of this event. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.